Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that the pen needle was unable to be detached after being recapped with a bd pn 31x8 france 100bx. The following information was provided by the initial reporter, translated from french to english: the patient can't unscrew his needles after recapping them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle was unable to be detached after being recapped with a bd pn 31x8 france 100bx. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient can't unscrew his needles after recapping them.